Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the guide wire was broken in the patient¿s bone during pre-drilling by the drill bit. All of the broken piece of the guide wire was removed from the patient. The surgeon had to extend the skin incision and the fracture part to remove the broken piece. The surgeon finished screw insertion without pre-drilling.the fracture part became hard, one and half month has already passed since the patient injured. The drill bit might touch the guide wire during drilling. There was 40 minutes delay in the surgery.this report is 2 of 2 for com (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA.without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted or explanted. Incision and fracture extension required during surgery. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.